Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA 510k #k210476. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of lot c1753001 of echo-19 involved in this complaint was returned for evaluation, with the original packaging. It should be noted that this file is related to 3 other complaint files. For details of the other investigation please refer to (B)(4) (3001845648-2021-00317), (B)(4) (3001845648-2021-00164). The device involved in the complaint was evaluated in the laboratory on 22 march 2021. Sheath extender able to retract but unable to pass proximal kink. Needle handle able to advance but not fully due to broken needle handle. Distal end of needle checked and no issue observed. The needle handle was cracked, this will be investigated under pr 320351(3001845648-2021-00164). . A proximal kink below the sheath extender was also observed. This will be investigated under (B)(4) (3001845648-2021-00317). Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1753001 did not reveal any discrepancies that could have contributed to this complaint issue. Instruction for use and / label. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is evidence to suggest that the customer did not follow the instructions for use as the customer noted in the patient / event info notes that the device was damaged prior to use but they still used the damaged the device this would be considered use error. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use".(ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could be determined as use error as the customer did not follow the instructions for use as the customer noted in the patient / event info notes that the device was damaged prior to use "3.1.7 was the device damaged in packaging before removal? Yes. 3.1.8 was the device damaged on removal from packaging? Yes", but they still used the damaged the device this would be considered use error as per ifu0101 "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via discussion with district manager via phone conversation: a patient of undisclosed age and gender underwent an eus/ fna procedure in which the echotip ultra endoscopic ultrasound needle, g31520, was used. The first needle was advanced through the scope and when attempting to use the handle cracked and the needle stuck in the out position (B)(4). The needle could not be retracted and was removed from the patient. A second needle was opened and it was noted the handle was cracked (B)(4). To complete the procedure a covidien sharpcore needle was used. Device was damaged prior to use and the user still used it in the procedure (B)(4). Note: following discussions agreed report not deemed a late report as this user error information was included in the initial report of the original file (B)(4) (emdr 3001845648-2021-00164).